Event description:
It was reported that while pt was undergoing a laparoscopic cholecystectomy, the cystic artery was clipped and while proceeding to transect the cystic artery, the clip applier malfunctioned and the clip did not close properly. There was sudden bleeding from the cystic artery which persisted until a new clip could be applied. The procedure continued without further complication. There was no pt injury.